Manufacturer narrative:
Concomitant medical products and therapy dates: erbe electrosurgical generator - unknown model. Investigation evaluation: the product said to be involved was returned in a clear pouch. The lot number could not be confirmed because a lot number was not included in the return. A photo of the device in the endoscopic view was included in the return. An evaluation of the photo provided determined that the sphincterotome cutting wire was incorrectly oriented. The photo shows the distal end of the device in the endoscopic view. The cutting wire appears to be oriented in the 7 o'clock direction with respect to the papilla (appropriate orientation is approximately 11:00 - 1:00 o'clock). An evaluation of the returned device confirmed the report on incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (olympus model number tjf-160v). The catheter exited the endoscope with the cutting wire facing 10 o¿clock. The device was then bowed and the cutting wire was facing 9 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was observed at the distal end. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. A review of the device history record could not be conducted because the lot number was not provided. Investigation evaluation: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook fusion omni-tome pre-loaded sphincterotome. [The device] was unable to be directed [unable to bow]. There was no reportable information at this time. The complaint communication was received on 12-nov-2018: the wire guide was broke [the cutting wire of the sphincterotome broke] during the procedure. There was no reportable information at this time. Additional clarification information was received on 12-nov-2018: when the physician wanted to bow the tip of the sphincterotome, the cutting wire had broke. There was no reportable information at this time. The device was returned with an endoscopic picture on 10-jan-2019. The endoscopic picture was evaluated and determined incorrect cutting wire orientation. The cutting wire is not broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.